Manufacturer narrative:
This report is submitted on november 2019, 2019.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2019. No device was re-implanted.

Manufacturer narrative:
This report is submitted january 3, 2020.